Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. A visual inspection was performed. This is an ancillary service event. The high drain alarm was identified through an event history log review. Upon conclusion of the investigation, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error105 (night drain 5) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The alarm occurred on (B)(6) at 06:56:53. No additional information is available.